Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle, had bent needles before use and plunger rods difficult to move. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 6291871. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200667352] noted for bent plungers. There was one (1) notification [200666999] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult to move plunger rod & needle bent on lot#: 6291871. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle, had bent needles before use and plunger rods difficult to move. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle, had bent needles before use and plunger rods difficult to move. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: customer returned (171) loose 1cc, 8mm syringes. Customer states that the needles are bent before use and the plunger rods are difficult to move. Thirty out of 171 returned syringes were tested and all samples were able to draw and expel properly without any observed defects. Also no bent cannula was observed. Review of the samples did not change the outcome of the investigation.